Event description:
The patient reported that the backlight is stuck on and the buttons are not functioning properly. Patient feels that the motor is stalling because patient has had to take insulin via syringe even while wearing the pump.